Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed health professional from (B)(6) of reused equipment and peritonitis in a patient coincident with dianeal unknown (dianeal_2.5% pd2_solution for peritoneal dialysis_bag, pvc) therapy. On an unreported date, the patient began treatment with dianeal unknown (dianeal_2.5% pd2_solution for peritoneal dialysis_bag, pvc) therapy (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal therapy was ongoing. During a call with baxter (B)(4) technical services (bts), the following was reported. On an unreported date, the patient had reused the equipment. On (B)(6) 2012, the patient experienced peritonitis. The cause of peritonitis was attributed to the patient reusing the equipment. The patient was not hospitalized for peritonitis. The patient was treated with vancotroy injection, 2g, stat and repeat on 7 day, ip, and fortum 1g/day, ip for 14 days and kept for 6 hours. The patient is reported to be recovering.

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. This complaint for a report of a use error - reuse of single-use product was confirmed, because, it was reported that there was a reuse of single use products; however, the assignable cause code could not be determined, since it is unsure why the patient had reused the single use products. A labeling review found the home choice user manual to be adequate for the use/user error identified in this incident.